Event description:
The device was used during a total gastrectomy. Reportedly, the anchor block broke. The surgeon applied another device to complete the procedure. The hosp reported no pt injury occurred.